Event description:
A guidewire was placed in the patient's femoral and the penumbra neuron max was advanced over the wire and then inserted into the femoral. The physician stated that as the dilator was advanced the crosscut valve adaptor would pop off the end of the catheter. The catheter was replaced with another and the procedure was completed successfully.

Manufacturer narrative:
Results: the catheter, dilator and cross cut valve show no damage or unusual characteristics. A 0.088" mandrel was introduced into the catheter hub and advanced distally. The mandrel moved forward easily until it reached a point 8 cm from the distal tip. Friction increased and stayed constant as the mandrel tip exited the catheter. The catheter is damaged but functional. The cross cut valve fit onto the catheter, admitted the dilator and retained a seal. The crosscut valve is functional. The dilator insert moved easily into and out of both the cross cut valve and the catheter. The dilator is functional. The cross cut valve was tightened onto the catheter hub and the dilator was introduced. With the dilator fully inserted into the catheter and locked into place, the catheter was held tightly and the dilator distal end was pushed back into the catheter. The cross cut valve remained in place. Conclusion: the problem described in the complaint could not be duplicated. The only time the valve could pop off was when the cross cut valve had been pushed into place but did not have its lure threads engaged. When the lure fitting was completely tightened the valve remained in place at the hub of the catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.